Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the generator site was infected with red streaks leading to the lead site. The entire system was explanted. The patient recovered without sequela.